Event description:
It was reported that the patient presented at the hospital. Upon review, it was reported that failure to capture and far r-wave oversensing were noted on patient ¿s atrial lead. X-ray was performed and revealed a dislodgement of the atrial lead. The lead was successfully repositioned on (B)(6) 2025. The patient condition was stable.